Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 11/23/2021 h.6. Investigation: 2 samples and 3 photos were received from catalog 364959, lot number 1127717. Evaluation of the photos confirmed the presence of damage as a hole can be seen at the bottom of the tube. Visual inspection of the samples does not show any holes in the bottoms of the tubes; however, puncture marks can be seen in the stopper on both samples. The sample tubes were draw tested with the weights below the specification limit of 3.24ml at 0.17ml and 0.09ml. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, no holes were found in the bottom of the sample tubes. The exact cause of the failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® c&s boric acid kit sodium borate/formate plus urine tube there was a cracked tube. The following information was provided by the initial reporter. The customer stated: there was "tube breakage." Patient states there was no injury to patient or health care worker.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® c&s boric acid kit sodium borate/formate plus urine tube there was a cracked tube. The following information was provided by the initial reporter. The customer stated: there was "tube breakage." Patient states there was no injury to patient or health care worker.